Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the cause was not determined. The healthcare provider (hcp) ordered replacement which was denied by insurance . The hcp is appealing. Device return will depend on facility's policy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported via manufacturer representative that the neurostimulator doesn't hold a charge as long as it used to. Patient used to be able to go 2 weeks without charging if they used it every single day and now they can only go 3 days before having to recharge. It also won't charge past 75% even after 6 hours of charging. This has been going on for about 3 months now. Patient is less active because recharging their device has become a burden. Patient doesn't use it because it takes too long to recharge. Patient's device works great and provides pain relief, but it just takes too long to charge. Patient wants to get the device replaced with the newest device. Upon interrogating the device, all of the connections were good and the impedances were good. When checking recharge diary, the last 2 charging sessions were 3.4 hours and 6 hours and did not charge past 75%. Rep will follow up with patient at next visit with provider to discuss possible replacement.